Manufacturer narrative:
Per the tandem user guide: ¿the infusion set must be replaced and rotated every 48¿72 hours, or more often if needed.¿ no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. The customer¿s blood glucose (bg) level was ¿high¿, although a specific value was not given. Customer was currently in the intensive care unit at the hospital due to a non-diabetes related issue and required assistance due to bg. Customer was treated intravenously with insulin. Customer changed supplies and resume insulin deliveries. Reportedly, the customer was using trusteel infusion set for longer than 2 days, tandem technical support educated the customer this is considered off label use.